Manufacturer narrative:
Summary of evaluation post market vigilance (pmv) led an evaluation of device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve procedure, while stapling the stomach, the stapler was unable to fire and the surgeon was unable to squeeze the handle although he was able to press the green button. They opened another product to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve procedure, while stapling the stomach, the stapler was unable to fire and the surgeon was unable to squeeze the handle although he was able to press the green button. At the time of this report, the patient has no injury.